Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was attempting to deploy the angio-seal. He stated that when he tried to insert the sheath into the device it got stuck and did not go through. The physician was not able to deploy the angio-seal and had the tech hold pressure. The malfunction did not affect the patient negatively in any way. The procedure was completed without any issues. There was no blood loss. The reported event did not result in patient injury and/or required medical or surgical intervention. Additional information was received on 02may2025: the procedure being performed was a left heart catheterization. There was no noticeable damage to the device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the guidewire, arteriotmy locator, hemostasis sheath, and carrier tube. The sheath and locator assembly was visually inspected and found to have been in used condition with visible signs of blood. The components were returned fully mated and the blood inlet holes aligned. The carrier tube was returned in the forward lock position and kinked proximal to the bypass tube. No other damage or issues were noted. As the returned device was found to have been kinked near the distal tip, the complaint could be confirmed for a kinked carrier tube. The exact root could not be determined. The likely cause was determined to have been damage sustained by the carrier tube during attempted mating of the sheath and carrier tube leading to components not being able to be mated. Review of the device history record was performed and there was no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).